Manufacturer narrative:
Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date on the pump was one day behind. Reportedly, the customer may have incorrectly entered the date when adjusting for daylights savings time. Customer reported blood glucose level was not impacted by the issue. Tandem technical support assisted the customer with correcting the date.